Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 24mm amplatzer occluder was selected for a procedure. During procedure the device formed cobra shape. The procedure was completed by using a 26mm amplatzer occluder. The patient is stable.

Manufacturer narrative:
Additional information sections: d10, g4, g7, h2, h3, h6, h10. The reported event of cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.